Event description:
Author believed it was not relative with device instead of procedure and size selective in general in this literature, and he was satisfying on gore® viabahn® device outcome for those high-risk procedures.

Manufacturer narrative:
G3/4 - update combination product?-yes. B5 - add event description. It is unknown if these adverse events were related to the viabahn devices. Information was not made available.

Manufacturer narrative:
Patient weight was unavailable. Implant date was unavailable. A review of the manufacturing records for the device was unable to be conducted as no lot number was available. Article citation: endovascular aortic arch reconstruction with parallel grafts: a dilemma of excessive endograft oversizing huey-shiuan kuo, et al. Doi: 10.6515/acs.202007_36(4).20200109a acta cardiol sin 2020;36:351-359. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
The following information was received through literature ¿endovascular aortic arch reconstruction with parallel grafts: a dilemma of excessive endograft oversizing¿ published in acta cardiol sin. The study aimed to evaluate the safety and efficacy of a parallel graft technique to reconstruct the aortic arch. From august 2014 to july 2018, a total of 25 patients underwent thoracic aortic endovascular repair (tevar) with a zone 1 landing aortic stent graft (various brands), a chimney graft (viabahn device) to preserve the left common carotid artery, and a periscope graft (viabahn device) to preserve the left subclavian artery. The outcomes and complications were reported. An (B)(6) male patient with a thoracic aortic aneurysm had a type ia endoleak with progressive dilatation of the aneurysmal sac 2 years after the operation. Although recurrent endoleak and aneurysm persisted despite secondary endografting, the patient hesitated to undergo a repeat intervention.